Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
Subsequent to filing the initial medwatch report, the following information was received. The device used in the procedure was a 4.0 x 15 mm vision stent, not a 4.0 x 18 mm vision stent as originally reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while un-packaging the 4.0 x 18 m vision stent delivery system (sds), the protective sheath was removed, but the stent dislodged in the sheath. The stent remained halfway on the stylet. The device was not used in the anatomy, and was replaced. A non-abbott sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.